Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device was not returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested for calibration codes and looking to calibrate or check the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator display was not responsive. The customer confirmed that there was no patient associated with the reported event.